Manufacturer narrative:
The pad-pak was first installed on the 22nd january 2009 and performed to specification up to the 25th november 2012. The device failed a self-test due to a low battery on the (B)(4) 2012, a fresh pad-pak was installed on the 6th december 2012. Between the 19th october 2014 and the final history log entry on the (B)(4) 2015 the device records multiple manual power ups of 10 minutes duration. A fresh pad-pak was installed on two occasions during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.